Manufacturer narrative:
Article citation: peera thienpaitoon, wareeporn disphanurat, and naree warnnissorn. ¿breast implant-associated anaplastic large cell lymphoma in an asian patient: the first case report from thailand.¿ archives plastic surgery. 27jul2020. 478-482. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected

Event description:
Through the journal article ¿breast implant-associated anaplastic large cell lymphoma in an asian patient: the first case report from thailand¿, a patient was reported with alcl. Histopathological markers not provided. Device side, status of the device, and manufacturer of the device are unknown.